Manufacturer narrative:
Internal file number - (B)(4). Correction: date of event: dates were updated from the estimated date to (B)(6) 2018. Correction: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device is not returning for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if device is returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the clip was successfully deployed. The starclose se device was stuck and could not be removed easily. Pulling hard on the starclose se device made removal possible. Hemostasis was achieved with deployed clip. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.